Event description:
On april 24, 2024, senseonics was made aware of an event where the user reported a hypoglycemic event with no alert from the system. The user didn't seek medical treatment and resolved the event by taking glucose tabs and eating.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The customer reported the following low glucose values: sg = not provided and bg = 35 mg/dl on (B)(6) 2024, between 4.00am to 5.00am dms review showed: sg = 146 mg/dl and bg was not entered on (B)(6) 2024, 4.03 am sg = 135mg/dl and bg was not entered on (B)(6) 2024, 5.03 am the customer reported mismatches could not be confirmed as user did not provide any sg value and the reported bg values were not entered into the system. Dms review, confirmed that the user didn't receive a low glucose alert at the time of the event because the sg values never went below the low alert setting of 60 mg/dl. The customer did not seek medical treatment and treated himself by consuming glucose tabs and eating. In associated sensor inaccuracies case, it was determined the system is working within expectations.overall, bg values entered as calibrations fit sg trends well, with occasional differences due to lag, and calibrations entered during periods of rapid change in glucose. In follow up call with the user, the user agreed with this information, confirmed everything is working fine and had no other concerns.the user is currently using the system. No further investigation was found necessary for this complaint. Date of this report 07 june 2024 date received by the manufacturer? 07 june 2024 investigation findings updated to 114 investigation conclusions updated to 4315